Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.